Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument tips were not aligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .078 offset at the tips, this indicates that the likely cause of bending was overloading at the tip. The electrical continuity test passed. Failure analysis investigation concluded that damage was likely due to mishandling. An additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley and scratches. Failure analysis investigation concluded that the damage was likely due to mishandling. Another observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.